Event description:
A pt had an exploratory laparoscopy procedure where electrosurgery was used. Following discharge, the pt discovered second degree tissue burns in the anal area that required remedial treatment. Event was reported to MFR by legal complaint documentation.